Manufacturer narrative:
B3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reports initially, 2018, they did not used their stimulator as it was not doing any good. Caller reports they were now using the stimulator more and more as they were having more nerve problems. Caller reports in 2018, they also let their device be completely dead. Caller reports they saw healthcare provider (hcp) yesterday for pre-op, caller reports he were getting a morphine pump next week. Caller reports they indicated sometimes their stimulation changes on its own, caller did not know if they have adaptive stimulation programmed. Caller reports when they got the replacement controller, they did pair the controller to this implant. Caller reports the controller is now not paired; they can only adjust when their rtm is attached. Caller reports their controller was at 100%, now 90% charged. Ins: red zone battery. Suggest charging the ins. Caller reports with their controller they were having more difficult times getting excellent coupling. Reviewed steps to charging. Caller reports their implant is now 30% charged. Caller reports when they unplugged the recharger, they were able to make adjustments, changing groups and turning stimulation on. Reviewed with caller their controller is paired with his implant.

Event description:
Additional information from the patient indicated that the cause of the stimulation changing on its own is unknown.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.